Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that the device did not run in any modes and did not function. It was further determined that the magnetic support was broken on the bottom trigger. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the battery handpiece device and the power module device had intermittent operation when used together. During in-house engineering evaluation, it was observed that the bottom trigger was sticking on the battery handpiece device. There was no human patient involvement as this was a veterinary device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.